Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that in 2009, a wallflex enteral duodenal stent was used during a duodenal stent placement performed on a female. According to the complaint, the physician inserted the delivery system with no guidewire and attempted to advance the catheter through the stricture. However, the physician thought that he may have perforated the tumor, and aborted the procedure. No attempts to deploy the stent were made. The patient was taken to x-ray. Where it was confirmed the patient experienced a small tear; however, no intervention was required. The patient stayed overnight in the hospital. The procedure was rescheduled at which time another stent was placed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.